Event description:
Very bad reaction eye lense; I decided to try a new lens called acuvue oasis due to my eyes being somewhat dry and I heard this was a good lens. However, on day number two I had a horrific reaction in my eyes from the lens. Terrible burning and redness and tearing. I also noticed a white edge growing on the top of my cornea of one eye and will need to call my doctor in the morning. I am concerned if this is a corneal ulcer from the lens. I will see the doctor in the next couple of days. FDA safety report ID# (B)(4).